Manufacturer narrative:
Additional information was received. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the issue persisted. However, it was discovered that the light from the lighted suction irrigator was causing the interference with the camera. This doctor was using the irrigator on both of the previous cases that there were issues with.

Manufacturer narrative:
The system was serviced in the field and passed all tests. No failures were found. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a cervical spine procedure. It was reported that the tracking of the instruments and reference frame kept going in and out and was intermittently tracking. The site moved the lights adjusted the camera angle and cleaned the spheres without resolution. The site was able to complete the procedure. There was a less than 1-hour delay to the procedure and no impact on patient outcome.